Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture. Subsequently, the lv lead was dislodged residing in the right atrium which was confirmed through chest x-ray. The lv lead was explanted and no longer in service. No additional adverse patient effects were reported.